Event description:
It was reported that a homecare pt experienced distress, trauma and required medical intervention and hospitalization as a result of being intubated with an incorect model/size tracheostomy tube. The pt required a size 0 nt, neonatal tracheostomy tube and was reportedly intubated with a size 0 pt, pediatric tracheostomy tube. It is unk how long the device was in use, who performed the device intubation, what type of device usage, care and maintenance was performed. Limited info regarding the event, diagnosed treatment(s), device usage and involved personnel was provided by the product liability management company who reported this event to the device MFR. The only event info received by the device MFR. The only event info received by the device MFR alleges that the size 0 pt device was packaged/labeled as 0 nt device and that c-p medical products inc. Dispensed a device packaged/labeled as 0 nt to the pt's home/homecare attendant(s). The status/availability of the involved 0 pt device, the 0 nt device packaging and associated identification (lot numbers etc) remain unk. Based on the known info regarding this event there was no reported device malfunction and/or breakage associated with the device. In addition, there was no reported problems or difficulties encountered during device intubation. A design, material and dimensional analysis of the size 0 nt and size 0 pt devices show that both these devices are mfg with the same inner and outer cannula tubing diameters and the same cannula tubing arc angles. The 0 nt device has a shorter cannula tube and neck flange than the 0 pt device which is visually apparent upon removal from the device packaging during the procedure set-up. There was one (1) pt involved who returned to baseline condition, was released from the hospital one day after admittance with no long term effects as a result of the reported event. The info contained in this report has been solely provided by the product liability management company.